Event description:
Tabs broke upon insertion of glenosphere, extending the surgical procedure.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is completed.